Event description:
It was reported to philips that the system was unable perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system was unable to perform geometry movements and displayed gantry starting up, do not change sib. Philips was unable to confirm the allegation regarding the inability to perform geometry movements as the customer did not request remote service regarding the reported issue or onsite service to investigate and correct the issue, and did not reveal the solution or current status of system to philips. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.